Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 4atm within 15 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no patient complications reported.